Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer generated an error code during a device interrogation. It was further reported that the programmer "reboots fine." The 2090 service diskette will be run. If the issue does not resolve the programmer will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer complaint that there were system error codes found in the error log. It also confirmed customer complaints of a noisy fan and an intermittent rattling screw.

Event description:
It was reported that the programmer generated an error code during a device interrogation. It was also noted that the programmer had experienced a previous error, and it "reboots fine." The 2090 service diskette will be run. If the issue does not resolve, the programmer will be returned for repair. The programmer was subsequently returned for repair because of the previously reported error messages. It was further reported that there was intermittent rattling, and the fan was very loud. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer generated an error code during a device interrogation. It was further reported that the programmer "reboots fine." The 2090 service diskette will be run. If the issue does not resolve the programmer will be returned for repair. No patient complications have been reported as a result of this event.